Event description:
My son has been using the dexcom g7 continuous glucose monitor integrated with his omnipod system. Over the past three months, the g7 sensors have repeatedly failed. Each sensor showed a pattern of producing inaccurate readings--most commonly reporting critical low glucose levels when his actual blood glucose was high. These false "low" readings triggered the automated insulin shutoff feature in the omnipod system. As a result, my son frequently consumed carbohydrates to correct for what appeared to be severe hypoglycemia, when in fact he was experiencing dangerously high blood glucose levels, often in the 400¿500 mg/dl range. These incorrect readings and subsequent automated insulin interruptions created repeated episodes of significant hyperglycemia (dangerously high blood glucose), placing him at serious medical risk. Despite multiple calls to dexcom, the company simply sent replacement sensors each time and did not request the failed sensors back for analysis. No attempt was made to investigate the cause of the recurring failures or to address the underlying safety issue.